Manufacturer narrative:
Patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage issue on (B)(6) 2026. The patient reported that the infusion set leaking at the site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.